Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the device battery had prematurely depleted. High current was observed during bench testing and was traced to the hybrid circuitry. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
This report is to advise of an event observed during analysis.